Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-30. H.6. Investigation summary: mat: 363083. Lot: bd received 5 samples and 1 photo from the customer in support of this complaint. The photo was visually evaluated and shows three tubes laying on their side. The customer¿s indicated failure mode of underfill could not be seen in the photo. Additionally, the 5 sample tubes, along with 10 retention tubes from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample, photo, and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are underfilling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are underfilling.